Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the new patients and orders did not cross over only on the station but crossed on the server. A technical support specialist checked the application server and found that the interface was showing disconnected and escalated the case to an interface engineer. An interface engineer verified the care coordination engine and system service and no issue were found in the care coordination engine. A technical support specialist ran server downtime again, verified the messages were crossing in real time. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the pyxis medstation es system, multiple new patients and new order did not cross over, preventing the user from removing medication. The customer stated that there was a delay of about 15 minutes in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.